Manufacturer narrative:
(B)(4).

Event description:
It was reported "unrecoverable kink of unknown cause". Additional information stated "[received] call from the hotline for help troubleshooting "helium alarms". She handed the phone over to [physician], interventional cardiologist. [Physician] then said that he had placed this iab about 36 hours ago. They have had several high pressure and possible helium loss alarms over the entire course of therapy. The pump is not augmenting well at all as described by him. I asked if they had saved any of the alarm strips, and the nurse said that they had all been discarded. He then sent me a short video of the pump screen. There is very obvious and severe widening to both inflation and deflation artifact. I explained to him that this indicates that there is a very slow shuttling of helium to and from the balloon. We discussed that this is most likely caused by a kink somewhere in the line, and that it most likely is kinked at the insertion site. I explained that this is what is causing the very poor augmentation. We discussed positioning techniques with the patient that may help and also applying traction to the catheter. He then said that they will try these things. I gave him my direct number. A few minutes later [physician] called me back and said that hyperextending the patient's hip and traction did not help. We discussed that there may be a permanent kink in the catheter and it may not be recoverable. He then decided to remove the iab and replace it with another. I asked him to have the iab saved for return and he said he would. I received a text from [the physician] explaining that he had replaced the iab. He said that there is much better augmentation and the bpw looks much better now as well. Unfortunately, he had forgotten to ask the nurse to save the iab and it was discarded". Same insertion site used for the second catheter. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer photo was reviewed. Based on review of the screenshot of the pump screen, there is an elevated pressure waveform, which is consistent with a bent/kinked iabc central lumen and the reported complaint. The reported complaint of iab kinked is confirmed based on the customer photo submitted with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the elevated pressure waveform. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "unrecoverable kink of unknown cause". Additional information stated "[received] call from the hotline for help trou bleshooting "helium alarms". She handed the phone over to [physician], interventional cardiologist. [Physician] then said that he had placed this iab about 36 hours ago. They have had several high pressure and possible helium loss alarms over the entire course of therapy. The pump is not augmenting well at all as described by him. I asked if they had saved any of the alarm strips, and the nurse said that they had all been discarded. He then sent me a short video of the pump screen. There is very obvious and severe widening to both inflation and deflation artifact. I explained to him that this indicates that there is a very slow shuttling of helium to and from the balloon. We discussed that this is most likely caused by a kink somewhere in the line, and that it most likely is kinked at the insertion site. I explained that this is what is causing the very poor augmentation. We discussed positioning techniques with the patient that may help and also applying traction to the catheter. He then said that they will try these things. I gave him my direct number. A few minutes later [physician] called me back and said that hyperextending the patient's hip and traction did not help. We discussed that there may be a permanent kink in the catheter and it may not be recoverable. He then decided to remove the iab and replace it with another. I asked him to have the iab saved for return and he said he would. I received a text from [the physician] explaining that he had replaced the iab. He said that there is much better augmentation and the bpw looks much better now as well. Unfortunately, he had forgotten to ask the nurse to save the iab and it was discarded". Same insertion site used for the second catheter. Patient condition reported as "fine".